Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The tests performed confirmed that the pc was defective. As repair, the pc was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. A surgery delay has been reported < 30 minutes.